Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to deploy was confirmed. The reported stent migration was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery, with no calcification or tortuosity present. The 3.0 x 12 mm xience alpine stent delivery system (sds) was positioned at the lesion and the sds balloon was inflated; however, only the distal end of the stent implant deployed. The sds was removed from the anatomy; however, the stent remained in the lesion. It was then observed that the partially deployed stent implant had migrated slightly distal. Another balloon catheter was used to fully deploy the stent partially in the lesion and partially in healthy tissue. An additional stent was to be used to completely cover the lesion. There was a slight delay in the procedure; however, it was not clinically significant for the patient. The final outcome for the patient was good with no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4).